Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that energy was sporadically sent to the jaws of the vasoview hemopro 2. The power supply beeped appropriately for 4-6 beeps and then the beeps changed to a low constant. Other times the power supply beeped normally but energy did not go to the jaws at all. Power setting at 3 on the power supply. A venous branch in the lower leg tore and bled into the tunnel when the energy did not go to the jaws - even when the power supply was providing the normal audible beeping. A small skip incision was needed to clear out the hematoma. Management of the incision site that was needed for the hematoma as needed. No additional medical care beyond the small extra skin incision. The extension cable was replaced. Same issue. Another kit was opened to complete the procedure. No additional blood products needed or given. The patient outcome was good.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A video was provided by the account. A video inspection was conducted. Signs of active clinical use was observed. The harvesting device was attached to a power supply. Beeping was heard in the video, but the image was of the power supply and not of the video of the procedure. No visual defects were observed. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Charred material was observed on the heater wire. The heater wire was observed to be flexed and bent away from the hot jaw form the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. An electrical testing was conducted. A pre-cautery test was performed per the direction for use (dfu) with the reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(6) rev aa. The device successfully transected tissue four (4) times. No final testing was conduced due to the condition of the heater wire. Based on the results of the evaluation "electrical /electronic property problem" was not confirmed, however the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000307303 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.